Manufacturer narrative:
The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, full functional testing could not be performed. The fracture site did not immediately indicate a specific cause for the failure. Disassembly of the device did not reveal any significant anomalies or defects.

Event description:
A portion of the microtip needle separated from the base of the hand piece during a procedure with the tenex system. The needle portion was retrieved from the patient, and the procedure was completed with another microtip. There were no patient complications.